Event description:
Pt reported the adverse event shortly after leaving the hosp but did not address the ongoing treatment required for residual symptoms. Also, when they saw a hand surgeon 2 wks ago, he was surprised that they were the second pt he's seen with a serious reaction to the prosorba column treatment for rheumatoid arthritis (ra). Pt suffered a stroke (benedict's syndrome) and a heart attack during the 11th of twelve prescribed treatments. Had pt not received the treatments in a hosp, pt feels certain they would not have survived the experience. Residual problems include sporatic double vision, weakness on the left side, memory problems. The other pt, mentioned by dr developed a blood clot that went to the arm and resulted in amputation of digits. Pt wants to make sure something is done about this procedure before someone dies.